Event description:
Philips received a complaint by the mechanical engineer (me) on the v60 indicating during a post-use operational check conducted at a third-party sales office, it was confirmed that one or more rubber feet were bent at the base. Despite the bent rubber foot condition, the device remained operational. There was no delay or interruption in therapy reported at the time the issue was identified. It was reported there was no patient involvement at the time the issue was discovered. The authorized service provider (asp) has assessed the device and validated the reported issue. As a result of this finding, the base assembly was replaced. Following the repairs, a comprehensive inspection, cleaning, and functional testing were performed. The device software version was confirmed as version 2.30, and all checks were completed by the service provider. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: (B)(6).